Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Continued date of birth (a2): 06/nov/1990. Photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed extended opening in the anterior side observed red capsule.